Event description:
It was reported that a wheel allegedly fell off the device during the transport of a critical patient almost causing a tip over. The stretcher did not tip and no injuries were reported.